Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent a valve in valve implant of a 23mm sapien 3 valve into a non-edwards valve, in aortic position, by transfemoral approach. The 23mm sapien 3 was deployed with nominal balloon volume (17 cc) with 180 ppm rapid pacing, in the recommended final position 80/20 (aortic/ventricular). The new valve was under expanded, with a waist inside the mitroflow valve. It was decided to overexpand the s3 23 with a 22x20 atlas gold balloon. More than one overexpansion was needed due to the difficulty to position the middle part of atlas gold balloon inside the waist. Due to this, in the last post dilatation, contrast injection made showed a damage (leaflet rupture) in one the s3 leaflets and central leak was confirmed by echo. For this reason, it was decided to implant a new s3 23 which was deployed in the same position and presented good results in echo and on the new contrast injection. Procedure ended without other issues after second valve deployment. Patient is fine and well accordingly with local heart team. There was no more than 15 minutes elapse between the moment when the valves were unpacked and implanted. During valve positioning, no valve alignment difficulties were found neither with the first valve nor with the second. The real difficulty was to maintain atlas gold balloon in position when they were trying post dilatate the first valve.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the complaint site and the following observations were made: retrograde flow of contrast media was observed from aortic to ventricle due to a central leak. The thv was deployed within pre-existing surgical valve with waist. The complaint of central regurgitation was confirmed based on imagery provided. However, the complaint for leaflet tear was unable to be confirmed due to unavailability of relevant imagery and product returned. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post deployment, it was seen that the sapien 3 valve had a waist and therefore it was decided to over-expand the valve with a 22x20 atlas gold (a bard high-pressure balloon available in brazil for viv). Unfortunately, more than one overexpansion was needed due to the difficulty to position the middle part of atlas gold balloon inside the waist. Due to this, in the last post dilatation, contrast injection showed a leaflet rupture in one of the sapien 3 leaflets and a central leak was confirmed by echo'' and ''as per medical opinion, the leaflet damage was caused by the post-dilatations with the atlas gold 22x20 mm balloon''. Per training manual, ''post dilate with the same balloon''. In this case, the post-dilation with a non-edwards device was performed on the deployed thv, which led to deployed valve over expanded. If excessive manipulation was applied during post dilation, it may have led to further damage to the valve leaflet as reported. As such, available information suggests that procedural factors (post-dilation with non-edwards device, over-expanded valve, excessive manipulation) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. For the complaint of central regurgitation, due to over expanded valve and torn leaflet, the leaflets could not have proper coaptation resulting in central regurgitation. The available information suggests that procedural factors (overexpanded valve, leaflet tear) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.